Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem o lok clip applier instrument was analyzed and found to have a derailed grip cable from its normal position at the tall input on axis #6 inside the housing at the proximal end. The instrument failed the unintuitive motion test. A clip test was performed and failed. The clip would not stay in the grips. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the derailed cable. The complaint regarding a clip was applied and the jaws would not open was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument applied a clip, however, the jaws would not open. Emergency key was needed to open and extract instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.